Manufacturer narrative:
E.1 (B)(6). Investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride: 3 mg na2 edta: 6 mg blood collection tubes, a tube underfilled. There was no health impact or consequences reported.